Manufacturer narrative:
(B)(4). The product code is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 7 of 12. Per the nurse, the home patient's (hp) catheter became disconnected. The hp was not connected at the time of the alarm. The technical service representative (tsr) explained the alarm and advised the nurse to cycle power to clear the alarm. The nurse would contact the peritoneal dialysis regarding the alarm and the hp's catheter becoming disconnected. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this report will be updated accordingly. There was no injury or medical intervention reported. The problem was not confirmed. The root cause was undetermined.